Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos).it was noted that the patient was experiencing fatigue and shortness of breath. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: (B)(4) lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that they experienced "shock-like pains" at the site of their cardiac resynchronization therapy pacemaker (crt-p). The patient was experiencing fatigue and shortness of breath. The crt-p was checked and appeared to be functioning as programmed. It was reported that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos). The rv lead remains in use. No further patient complications have been reported as a result of this event.